Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Report two of two for the same event, reference 3004485144-2016-00146.

Event description:
It is reported during a mis tlif (minimally invasive surgery transforaminal lumbar interbody fusion) when the cage was impacted into the disc space the cage would not expand and the inserter could not be removed. The cage was pulled out and a different product was used to complete the surgery. A twenty (20) minute surgical delay was reported.

Manufacturer narrative:
The returned inserter was examined. There was no damage or other issues identified during visual inspection. It was also functionally tested with mating parts and found to function as expected. A review of the manufacturing records did not identify any issues which would have contributed to this event. There were no failures detected on the inserter.